Event description:
It was reported that a power on reset (por) and return of symptoms occurred. The patient had used power tools and probably set off the emi code. The patient was instructed to keep the power tools a safe distance from his device moving forward. The por condition was cleared. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).